Manufacturer narrative:
B3, d10 start date: estimated. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4+ degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and a dilated left atrium for a mitraclip procedure. Two mitraclip xtws were implanted. The final mr grade was 1-2. In (B)(6) 2025 during a follow-up transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was observed with one of the clips. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The patient also presented with dyspnea. The mr grade increased to 4+. On (B)(6) 2025 a second clip intervention was performed. One mitraclip xtw and one mitraclip xt was implanted to stabilize the slda clip. The final mr grade was 1+. Per the physician the slda was due to the patient's barlow disease.

Manufacturer narrative:
There was no issues noted on the occluder. Please see cn-296716 for the reported event related to the delivery system.

Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4+ degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and a dilated left atrium for a mitraclip procedure. Two mitraclip xtws were implanted. The final mr grade was 1-2. In (B)(6) 2025 during a follow-up transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was observed with one of the clips. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The patient also presented with dyspnea. The mr grade increased to 4+. On (B)(6) 2025 a second clip intervention was performed. One mitraclip xtw and one mitraclip xt was implanted to stabilize the slda clip. The final mr grade was 1+. Per the physician the slda was due to the patient's barlow disease. The exact date of occurrence was unknown and estimated as (B)(6) 2025 for the regulatory report.